Manufacturer narrative:
The field experience of noise and capture anomaly was verified in the laboratory. An x-ray inspection revealed that all eight wires of the is-1 distal coil were fractured at 58.5 cm from connector pin. The fractured is-1 distal coil caused the reported loss of capture and noise observed in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Capture anomaly, poor thresholds and noise were observed. Lead fracture was suspected. Hence, the lead was explanted.

Event description:
I was the attending physician during an intrathecal catheter retraction from the mid thoracic to the upper lumbar spine without any injection of opioid narcotic through the catheter. The bolus catheter, but not the reservoir fill chamber was accessed using a special bolus needle by codman for the arrow/codman 3000 pump. The catheter was aspirated for fluid and then injected with IV omnipaque 240 contrast approximately 10cc for the procedure with removal of the spinal catheter anchor during catheter retraction being performed, due to poor pain control and increasing residual volume. A pump myelogram a week earlier demonstrated flow restriction at the catheter tip. The catheter was not disconnected from the pump at any time nor was there any accessing of the reservoir at any time. The procedure was uncomplicated and the patient did not have any bolus morphine through the catheter at the end of the procedure. The patient was discharged to the recovery room and after being awake and responsive, developed grand mal seizures 40 mins after surgery was completed. A neurologist and anesthesiologist were in attendance. The neurologist ordered blood gasses, but I wasn't made aware of the results by the pacu nurse for over an hour, and the patient by this time was acidotic and was immediately intubated by me. Hyperkalemia ensued, and I engaged in heroic efforts with the assistance of a nephrologists and ICU physician to resuscitate the patient for nearly 8 hours until she finally succumbed. The mechanism of death proximally was thought to be hypoxia induced by grand mal seizures, but these were believed at the time to be due to contrast material entering her brain from the procedure. She was discharged to a mortuary after death and I was not informed until 2 1/2 years later that she had had an autopsy. The family concealed this fact from me and also failed to save or have analyzed the intrathecal pump which was apparently inexplicably discarded by the medical examiner without anything except a surface description. This is even more astonishing when the pathologist conducting the autopsy at a (B) (6) hospital, based on extremely high tissue values of morphine obtained at autopsy, concluded the patient died of morphine overdose. Since the coroner, pathologist, and patient all concealed there was an autopsy, for several years I was unable to assist in determining where the morphine came from, but given the tissue values, there was only one possibility: the entire contents of the intrathecal pump emptied into the patient all at one time and this can only occur through pump malfunction. Codman describes in maude data a case in 2004 where the bolus safety valve stuck open and the silicon seals were brittle and no longer functional within the pump. This same mechanism is the only way that amount of morphine could have systemically occurred. Continuous intrathecal morphine delivered via intrathecal pump with pump exchange in approx 2003. Morphine was 30mg/ml and was infusing at 0.5ml per day. Dates of use: 2003, 2005. Diagnosis or reason for use: chronic intractable pain.